Manufacturer narrative:
Evaluation: the dimensions of the plunger were checked and found to be according to the specifications. It is not possible to get the plunger in contact with the mill, when the plunger body, which leads the plunger, is used correctly. The most possible reason for the failure is wrong handling. We assume that the plunger was used without plunger body. Other components in use when issue occurred; however, did not cause or contribute to event: gb041r / crank handle w/harris coupling f/gb040; gb040 / bone mill incl.gb042r (harris); gb043r / fine cutting drum f/gb040 harris; gb042r / standard cutting drum f/gb040 harris; gb044r / coarse cutting drum f/gb040 harris.

Event description:
Shavings from the gb046 were deposited into patient autograph. Procedure is plif. Plunger became stuck in the mill's entry port and guard was pulled off of mill. It has been hypothesized that new male plunger was then used in the guardless mill or at the very minimum the new design male without mate to plunge bone. The plunger was ground, shavings were dispensed into the patient's a-bone. Surgery was minimally delayed; approximately 10 minutes. Surgeon implanted graft. It was reported that the scrub technician removed the shavings.